Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that during a rotator cuff repair the tip of the needle broke off. This was discovered after it was removed. The tip was not retrieved. Investigation follow-up: per sales rep, the lot number of the needle is believed to be 10081675 since that is the only box the facility currently has open. Neither the paperwork nor the needle were kept after the case. The needle was being used with an ar-13998, labral scorpion. Another ar-13995n was opened to finish the case. An x-ray was taken and the small tip of the needle was seen in the subscapularis. The surgeon did not attempt to retrieve the broken tip.